Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.

Event description:
It was reported to philips that the heartstart mrx defibrillator passed the opcheck but showed multiple autotest charge/shock failures in the status log. There was no pt involvement.